Event description:
Customer received report from nurse indicating blood was leaking above the hub on this set. Patient was being administered mtx when incident occurred. Nurse found yellow spot of mtx on patients gown which leads her to believe mtx was also leaking out of the set. No patient injury has been reported. Set was replaced and patients mtx therapy continued. No additional information is available on this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Unused samples have been requested for evaluation. If samples are received and evaluation performed, a follow-up medwatch will be filed.